Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing noise was observed. Possible connector issue or interaction with abandoned lead was suspected. Pocket manipulations, provocative and isometric tests were recommended. It was later reported that the lead was repositioned. The patient's condition was stable.